Manufacturer narrative:
It was reported that the device did not require any repairs for the patient disconnect issue. The responder did not provide any further details regarding the event. The device was returned to use without any repairs pertaining to the patient disconnect.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a patient disconnect error. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E1 reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).